Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2006 along with concurrent lap assisted tvh bso, ant post colporrhaphy, mccall culdoplasty, and urethral mesh due to sui, systematic pelvic relaxation, cystocele, rectocele, and uterine prolapse. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2006 and mesh, ams elevate and obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.